Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer¿s blood glucose level was 274 mg/dl at the time of incident. Customer reports the drive support cap appears normal. Customer was receiving normal basal when the error occurred. Customer did not receive an motor position encoder error. Customer was unable to complete pump rewind due to pump alarm. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis. .

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.